Event description:
It was reported that the device had to be explanted as the patient is required to undergo MRI examination.

Manufacturer narrative:
The device has been explanted and has been returned to vibrant med-el in (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.